Event description:
When loading the stent on to the wire, the red distal tip of the stent balloon (lumen inner part of the balloon) seemed to be flaking off. The doctor asked for a new one and it seemed fine (same lot numbers).